Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for lumbar ra diculopathy and spinal pain. It was reported on (B)(6) 2017 that the patient¿s pump was not hooked up and not turned on as about 6-7 months ago the patient got an infection in the back. It was stated that the patient had the catheter removed and also had some ¿rods and cables¿ removed. It was noted that the doctor would be putting the catheter back in november. Contact information for a manufacturer's representative was requested. No further complications were reported or anticipated.